Manufacturer narrative:
The referenced (B)(6) 2018 hospital admission for the driveline infection is reported on medwatch MFR report#2916596-2018-02426 approximate age of device: 1 year 4 months the patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the hospital on (B)(6) 2018 with fever, chills, and worsening abdominal pain. The patient was previously hospitalized in (B)(6) 2018 for a driveline infection. A driveline culture reveled pseudomonas was intermediate to ciprofloxacin. A CT scan performed on (B)(6) 2018 showed a large intramuscular(right rectus abdominis muscle) hematoma worrisome for infection. The patient admitted to missing a few doses of the prescribed antibiotic. The patient was started on aztreonam and received a tunneled catheter on (B)(6) 2018 for medical administration. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.